Manufacturer narrative:
Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Device received with post-reset ram crc alarm alarm, history pointers failed alarm, trace pointers are invalid. Alarm, power supply test failed during self-test. Alarm during self test and high sleep current measurement due moisture damage on the electronic assembly. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 5.5 mmol/l. Troubleshooting steps were provided for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.